Event description:
The customer observed falsely decreased tsh results on the alinity I processing module, serial number (B)(6). The result was not reported out. The sample was repeated with higher results. The following data was provided: sid (B)(6) processed on (B)(6)2024 initial result for tsh = <0.0083 uiu/ml repeat result on alinity serial number (B)(6) = 3.3409 uiu/ml there was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). The customer observed the pretrigger reservoir was empty on the alinity I-series processing module, serial number (B)(6). The alnty ci snsr bsl (04s68-05) was determined to be the likely cause and the part was replaced. Part replacement resolved the issue. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, alnty ci snsr bsl (04s68-05) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty ci snsr bsl (04s68-05) was identified.